Manufacturer narrative:
The reported event of difficult to untighten the atrial setscrew was not confirmed. Analysis revealed the atrial setscrew was not stripped and could be engage with a torque wrench normally. The atrial setscrew as received was untightened and no device anomalies were found.

Event description:
It was reported that during an upgrade procedure, the atrial lead had dislodged and could not repositioned due to the lead failing to be disconnected from the header of the pacemaker (pm). The physician elected to replace the atrial lead with a new lead and the pm was successfully upgraded to implantable cardioverter defibrillator (ICD). The patient had no consequences throughout the procedure.